Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. An ECG leads related issue could prevent demand mode pacing or delay therapy/treatment. We are still in the process of assessing if there's a risk to health. This complaint is being reported in order to meet the reporting deadlines.

Event description:
The customer reported the m1615a ECG lead set needs to be replaced. There was no reported patient incident/injury.